Event description:
It was reported that the patient had "fluctuating blood pressure and heart rate" for the past weeks. The patient went to the hospital, but device was not checked. The patient was told the device is not "right". Follow up indicated that the patient's clinic is unaware of these complaints. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.